Manufacturer narrative:
(B)(4).the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that it was difficult to release the device after the jaws had been closed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device is hard to open after jaws are closed. The reported condition was not confirmed. Inspection noted eschar between the jaws. Mechanical function of the latch found it to be operating properly. The jaws did not lock when clamping and activating on porcine tissue. The investigation found the device to function normally. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. No failure mode was identified.